Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer notice the insulin on board (iob) time remaining "set itself" to 4 hours remaining, with 0 units of iob. The customer did not request any additional bolus requests, and notes that the last bolus had been requested around noon on (B)(6) 2016, which was to be fully delivered after a duration of 90 minutes. The customer's blood glucose level was 74 mg/dl.